Event description:
The device was returned for air compressor failures. A red pump service alarm was observed after the device was powered on. The air compressor could be heard struggling to function correctly during start up. The log files indicated mechanical hardware failure (air compressor). The device was opened to inspect for internal damage and perform testing on the pneumatic system (recharge test). The system failed. Installed engineering pneumatic test module and performed recharge/hardware tests. The device passed without error. The log files indicated mechanical hardware failure (air compressor). Internal investigation found no other problems. The air compressor will be removed and replaced during repair process. An internal investigation was opened to address this issue.

Event description:
The following has been reported: biomed reported: "issue reported "pump problem." Customer worked on the pump log history with a fresenius kabi contact. 9/16 customer reported no patient harm. A preliminary review identified the following issue: mechanical hardware failure (air compressor). Active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.